Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 3 months after the dental implant was placed in site ada 25 in the mouth, the implant did not integrate in type I bone. Clinician noted the patient's local infection, dehiscence, fenestration, bone loss, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
The clinician reports that 3 months after the dental implant was placed in site ada 25 in the mouth, the implant did not integrate in type I bone. Clinician noted the patient's local infection, dehiscence, fenestration, bone loss, pain and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).